Event description:
One endeavor sprint rx drug-eluting stent was implanted at the mid rca (MFR report# 2953200-2009-01050) and 2 endeavor spring rx drug-eluting stents were implanted (separately) at the distal rca (MFR report# 2953200-2009-01052). Pt returned to the cath lab 3 days post stent implant for emergent pci due to cardiogenic shock. Report indicates pt has difficulty breathing. Withdrawal of care per family wishes completed. Pt expired 5 days later.

Manufacturer narrative:
Eval code, results: death.